Manufacturer narrative:
(B)(4). Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hemorrhage and pain are listed as a known adverse event associated with use of suture mediated closure devices. It was reported one proglide suture was attempted to close a large-hole puncture site and no femoral imaging was performed of the access sites prior to proglide use. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The treatment appears to be related to the circumstances of the procedure. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in three different access site punctures in the common femoral vein was achieved with three proglide devices using the pre-close technique via a 7f and two 8f sheaths prior to an interventional ablation procedure. Reportedly, the sheath was upsized to 11f in the third access site and the procedure was completed. After successful proglide closure of the access sites, with one proglide each, the patient experienced substantial groin pain. An ultrasound was taken with normal results. A CT scan was performed and retro-peritoneal bleeding was found. Prior to any treatment, the bleeding stopped and the cause of the bleeding was not found. No imaging of the access sites were performed prior to proglide use. There was a clinically significant delay in the procedure and hospitalization was prolonged. No medication was given due to the issue. No additional information was provided.